Event description:
Low impedance measurements caused bipolar lead failure alerts to occur twice on home monitoring. Noise and loss of capture is present as well. Device currently remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection the ligature marks were found approx. 13 cm distal to the is-1 connector pin. Further analysis of the lead demonstrated a deformed outer conductor coil and a damaged insulation approx. 17 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. In addition, cuts in the insulation and deformations of the outer conductor coil at 19 cm distal to the is-1 connector pin were observed which most likely occurred during the extraction procedure.the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue.